Manufacturer narrative:
In trouble-shooting at the time of the procedure, discussed operating room (or) set-up, or work flow issues, as related to the cause of losing tracking on one side of the patient. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative received a report from a site operating room (or) staff member that while in a functional endoscopic sinus surgery (fess), when navigating the straight-shot and suctions in the left sinuses, the navigation system software became unresponsive, however, the right sinuses worked normally. No further details were available. Delay in therapy was reported as less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that he visited the site and gave the attending doctor, who was present at the time, a follow-up demonstration on the proper mechanics of setting up the axiem emitter in relation to the patient position along with the proper placement of the reference frame that they had used at the time. After attending a follow-up surgery and witnessing no issues with the navigation of instruments, it appears that the cause of the incident was that the team had improperly placed the emitter in relation to the patient position on the surgical table. With a training session and an upgrade of software completed, the rep is confident that the team at the site is now well prepared to navigate future cases.